Event description:
The customer reported a leak at the probe of the coulter act diff analyzer. The customer stated that they were running controls when the leak occurred. The customer attempted to troubleshoot the leak but was unable to resolve it. The volume of the leak was 1 ml and was not contained within the instrument and the control vial. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing through pinch valve vl8 was clogged and was causing the leak. The fse cleared the clog from the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).